Event description:
It was reported that patient received inappropriate therapy for atrial fibrillation. Programming changes were made and the patient was administered medication. The patient was doing well afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.